Manufacturer narrative:
On 20-aug-2021, mentor received additional information about the event: - the suspect medical device is a mentor memorygel breast implant 425cc gel breast prosthesis, catalog #3504254bc, lot #6801000, serial # (B)(6), UDI # (B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - it is the patient¿s left breast prosthesis that developed capsular contracture. It was also reported that it is baker grade IV capsular contracture. - the implantation date is (B)(6) 2018. On 25-aug-2021, mentor received additional information about the event: - the patient¿s dob is (B)(6) 1986. - the patient¿s weight is 131 lbs. - the event date is (B)(6) 2021. - the patient¿s ethnicity is hispanic/latino. - the patient underwent a breast augmentation procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2021, the mentor failure analysis lab received the device for evaluation. Mentor also received the following additional information: the patient age at time of event is 35 years old, an updated event date of 02-feb-2020 was reported. The patient underwent a primary breast augmentation procedure with the suspect medical device on 27-sep-2021, mentor received additional information about the event. The patient had both of her breast prostheses explanted and they were replaced with a mentor memorygel breast implant 350cc gel breast prosthesis and a mentor memorygel breast implant 325cc gel breast prosthesis. Additionally, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot #7432084). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. It was reported that the patient was dissatisfied with the appearance of her right breast following her implantation procedure. The dissatisfaction led to removal and replacement of the right device. This report is for the patient¿s left breast prosthesis. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-nov-2023, mentor received additional information about the event. The patient developed necrosis in her right breast post implantation. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.